Event description:
An article titled ¿the role of laryngeal electromyography in vagus nerve stimulation-related vocal fold dysmotility"¿ was published in 2016. All participants in the study had been implanted with a vns device for 2-5 years and reported experiencing mild to severe hoarseness. During the study the patient's throat muscles were evaluated during stimulation off times and on times using electromyography and endoscopy. The article reported that during the study it was determined that 2 of the patients were suffering from vocal cord palsy. No additional relevant information has been received to date. This report captures patient #1 who had experienced vocal cord paresis with and without vns stimulation. It was noted that during vns stimulation off times the patient's muscles exhibited tonic spastic activity during breathing with reduced phasic modulation during phonation. These symptoms were not modified during vns stimulation on times. Manufacturer report # 1644487-2016-02881 captures patient #2 who had experienced vocal cord paresis without vns stimulation however experienced forced adduction during vns stimulation.